Manufacturer narrative:
On 18 may 2017 the medical affairs director performed a clinical evaluation and commented as follows: early postoperative infection in cementless tha, 2 weeks after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 29 may 2017. Lot 166659: (B)(4) items manufactured and released on 23 november 2016. Expiration date: 2021-11-13. No anomalies found related to the problem. To date, (B)(4) items of same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4, code 01.29.204, lot. 166625 (k112115) (B)(4) items manufactured and released on 11 january 2017. Expiration date: 2021-12-20. No anomalies found related to the problem. To date, (B)(4) items of same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon washed out the hip and swapped the head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.